Manufacturer narrative:
(B)(4).

Event description:
During a spinal fusion surgery, the catheter's proximal section was out. Interventions for catheter repair were being considered. Additional information has been requested, but was not available as of the date of this report.